Manufacturer narrative:
Concomitant med products: casing device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was running intermittently. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the small battery drive device, it was determined that the motor of the device was worn. It was noted that the device was running intermittently. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. It was noted in the service order that the device would only work in reverse and the casing device would not close properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.